Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 1 of 4. The home patient (hp) was connected at the time of the alarm. The caregiver (cg) stated that the nursing home nurse who connected up the hp did not fully secure the patient line to the hp. The poor connection caused the bed to become wet. The technical service representative (tsr) assisted the cg in clearing the alarm and instructed to set up with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the customer reported a nurse failed to securely attach the patient line to the patient which is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.